Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f24m0181. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The central lumen was noted bent at approx-imately 64cm from the distal tip. The outer lumen was noted damaged, consistent with being buckled at approximately 27cm to 36cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the bladder/helium pathway. The oneway valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked/ clotted central lumen. Upon aspiration, water was unable to be pulled into the syringe. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Multiple leaks were immediately detected from the iabc outer lumen at the locations of the previously noted damaged outer lumen. It could not be confidently determined how the damage occurred to the iab outer lu-men. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 5cm from the iabc distal tip. Some blood and debris were noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 17.8cm from the iabc luer. Some blood and debris were noted on the guidewire. A device history record (DHR) review was conducted for the lot num-ber with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood was found in helium pathway" is confirmed. During the investiga-tion, the outer lumen was noted damaged, and leaks were noted resulting from the damaged outer lumen which caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the outer lumen leaks. The root cause of the outer lumen leaks is un-determined. The root cause of the outer lumen leak is undetermined; a potential root cause is cus-tomer handling. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted, the central lumen is damaged and the blood was found in helium pathway. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the catheter inserted, the central lumen is damaged and the blood was found in helium pathway. Change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".